Event description:
A trilogy 100 USA ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 USA device failed a press sensors cal pprox test step during evaluation at the manufacturer's service center. The device's sensor board has been replaced due to the test failure. Additionally, the device's enclosure feet have been replaced due to missing and the rear case enclosure replaced due to physical damage. Device passed all testing.